Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely while the user was handling the device, biopsy channel leaked, which led to water invasion of the device, then damage of image sensor unit. As a result, b30 error occurred. However, a definitive root cause could not be determined. ¿important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair." Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while preparing for a diagnostic bronchoscopy procedure, his olympus evis exera iii bronchovideoscope was not displaying an image and instead had a b30 scope communication error on the screen. According to the initial reporter, the patient was not under anesthesia. The intended procedure was completed without any patient harm by using a new scope

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not displaying an image and the b30 scope communication error was present due to a faulty charged coupled device unit. There were several other forms of device wear and tear noted. Those include, but are not limited to adhesive failure, chemical stress, and material deformation. If additional information becomes available following the device evaluation, a supplemental report will be filed.